Event description:
New information noted that additional programming changes were implemented; the right ventricular lead and atrial lead will continue to be monitored. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-39855. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise leading to oversensing. Isometrics were performed and revealed the atrial lead exhibited noise. Programming changes were implemented. There were no patient consequences.